Event description:
Caller reported damage to tandem charging cable and wall adapter, both of which were non-functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the damaged charging supplies via 2-day shipping.